Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 502 mg/dl. Troubleshooting was performed and the insulin pump had the wrong time. All other settings were correct. During troubleshooting the customer stated that insulin was leaking from the reservoir, which the customer began using prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.